Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip clamp and sleeve in the reported problem area of the pipette assembly. The fse replaced the tip clamp and cleaned the sleeve in position# 6. The instrument was tested without further problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.